Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 189 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms or displacement anomalies were noted. Insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.